Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted infusion pump. The indication for use was spinal pain. It was reported the patient had a MRI, on (B)(6) 2021, and the pump was fluttering afterwards. It was reviewed the patient should get the pump checked post MRI.